Manufacturer narrative:
The analysis of the provided trend data, acquired between(B)(6) 2020 and (B)(6) 2021 gained no further information. The analysis of the provided iegm episodes revealed artefacts on the farfield and rv channel, which led to the reported oversensing as well as an inappropriate ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 88 months, oversensing on the ventricular channel was reported.